Event description:
During the procedure, a cook acusnare polypectomy snare was used. The doctor was able to use the snare to remove two (2) polyps in the colon. When they tried to remove the third, the snare would not close around the polyp. The device was removed and a new snare was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: we were unable to confirm the report as described. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worse case position. The snare fully extended and retracted with slight resistance. There were kinks in the drive cable and sheath in multiple locations throughout the length of the device. The cannula inside the handle appeared straight, was securely attached, and did not contribute to this report. No other discrepancies were noticed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to fully retract and extend the snare to confirm smooth operation of the device prior to use. Difficulty with movement of the snare (i.e. Snare advancement or retraction difficulty) can occur if the outer catheter and/or drive cable becomes kinked during use or general handling, perhaps due to an application of excessive pressure or improper insertion method. The instructions for use for this product line advise the user to advance the device in short increments until endoscopically viewed exiting the endoscope. Prior to distribution, all acusnare polypectomy snares are subjected to visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.